Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements around 3.0 to 3.2 at 1.0 milli seconds and undersensing secondary to lead dislodgement. The rv wave sensing had also diminished to 1 to 2 milli volts during routine follow up from the initial implant procedure. Rv explant procedure was planned. Subsequently, this rv lead was explanted, replaced with the same model, and was returned for analysis. No additional adverse patient effects were reported.